Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an anterior l4-s1 discectomy fusion surgery using rhbmp-2/acs on (B)(6), 2010. Subsequently, patient suffers now from injuries including chronic pain syndrome, low back pain, left flank and abdominal pain, unwanted bone growth, anxiety, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that on (B)(6) 2010 the patient underwent anterior spinal fusion, l4-5, l5-s1. Preoperative diagnosis: pseudoarthrosis, degenerative spondylolisthesis l4-5 with disc degeneration. Per-op notes: ¿a cage was placed in the disc space and seemed to fit well. A suitable sized cage was selected, it was filled with ½ of a medium kit of bmp and impacted into the disc space. Attention was then directed at the l4-5 level where an en bloc discectomy was carried out in identical fashion.¿ the patient also underwent posterior spinal fusion l4-5, l5-s1 with revision of instrumentation l4-5, l5-s1. Preoperative diagnosis: pseudoarthrosis l5-s1, degenerative spondylolisthesis l4-5 with disc degeneration. On (B)(6) 2010 the patient underwent anterior l4-s1 discectomy and fusion via a left retroperitoneal incision. Preoperative diagnosis: low back pain and degenerative disc disease.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.